Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy properly when it was to release from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.